Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and an occlusion alarm. The esc and act buttons are not responding when the customer attempted to clear the alarm. The blood glucose reading was 12.3 mmol/l. A fixed prime was completed and insulin did exit from the set. A high pressure test was conducted on the insulin pump and it gave an occlusion alarm. The customer took out the battery for 15 minutes to attempt to clear the alarm. The customer ran the high pressure test another time, but the alarm reoccurred.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.